Event description:
It was reported to boston scientific corporation that an advanix preloaded biliary stent was used during an endoscopic biliary drainage (ebd) procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013 the patient presented with obstructive icterus and this advanix preloaded stent was deployed in a stenosis in the right hepatic duct. It was reported that it was difficult to confirm the stenosis location due to the low amount of contrast media used, however the procedure was completed without any issues and was confirmed that the stent was placed in the correct location. On (B)(6) 2013 it was confirmed through blood withdrawal that the patient¿s kidney and hepatic function had increased. However, on (B)(6) 2013, the patient complained of stomach pain and crp value was elevated. Endoscopic retrograde cholangiopancreatography (ercp) and echo were performed, and cholecystitis was suspected. The patient was treated with antibiotics. On (B)(6) 2013, the patient condition had not improved so CT scan was performed and confirmed that the stent had migrated into the abdominal cavity and a perforation was noted. Due to the patient¿s decline in renal function, surgery was done to remove the stent. Bile peritonitis was observed during the surgery and was treated with ablution. The physician also confirmed during this procedure that the patient has cancer. On (B)(6) 2013 it was reported that the patient condition was worsening but according to the physician, this is not due to the perforation. The physician reported that the cancer has been growing and the icterus is worsening; it is too risky to perform any procedure due to the patient condition and growing cancer. The physician has been following up with the patient condition.

Manufacturer narrative:
(B)(4) for stent migration post procedure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.